Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility.

Event description:
The patient underwent a pocket revision due to discomfort at the current location. During the revision the physician replaced the ipg, although no malfunction was suspected.